Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. The problem was confirmed. The root cause was determined to be transmitter stale stop command. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an early sensor expiration occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed, and it failed. The log was downloaded and failed. A review of the share log was performed and early sensor expiration was found in the log. The allegation was confirmed. The probable cause is the stale stop command. No injury or medical intervention was reported.